Manufacturer narrative:
The customer reported complaint for a leak was confirmed during initial functional testing. A bond leak was noted at the proximal end of the medial balloon. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressurized and immediately a bond leak was noted at the proximal end of the medial balloon. A visual inspection of the returned catheter was performed and no abnormalities with the catheter was seen. All infusion ports flushed successfully. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for icy catheter lot # 71087.

Event description:
A patient was hospitalized and underwent treatment for hypothermia. A zoll icy catheter was inserted into the right femoral vein and insertion was smooth. According to the reporter, the catheter dwell time was 8 hours and there were no other temperature management procedures performed. The patient's starting temperature was 36.8 degree celsius. The target temperature was 33 degree celsius on max rate. The attending nurse observed an empty saline bag when patient reached the targeted temperature. No system alerts were noted during treatment. Per reporter, leak checks were completed and no leaked fluid was detected. The catheter was ultimately replaced and temperature management therapy continued. There were no known patient consequences were reported.